Event description:
It was reported that a month after implant, the patient developed a blood infection with vegetative growth on heart valves. The implantable pulse generator (ipg) and leads were removed and replaced a month later. It was also noted that the heart valves were replaced and the infection may have been present before the initial ipg implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).